Event description:
Medics responded to a call for a pt complaining of major chest pain. Medics were on the scene and witnessed the pt go into cardiac arrest. The pt was analyzed with the device via electrodes and the device prompted a "shock advised" message. The user pressed the shock button, however the device failed to discharge. Complainant indicated that the pt subsequently expired.